Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they haven¿t heard anything back from the manufacturing representative at this time. They stated that their healthcare provider keeps directing them to their implanting physician. Patient services sent communication out to the field again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the lead was discarded during surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 399930, lot# v017486, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. (B)(4) no longer applicable due to additional information received. All coding now applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that there was no wire coming out of the patient¿s skin. They stated that the physician noted that was not true and could not find anything to support that statement by the patient. The rep added that the skin issue was determined to be a skin irritation, rather than a lead, per the physician. They stated that it was determined by the physician that the patient¿s loss of stimulation was due to a fractured cervical 2x4 paddle lead. The rep noted that the lead had 6 out of 8 electrodes that were out of therapeutic range. They stated that the patient had their entire system replaced on (B)(6) 2018. The patient¿s issues have been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient does not feel stimulation. When the patient turns their head left to right they know if the system is on and when doing, so they don't feel that stimulation is on. While on the phone the patient felt stimulation on their left arm, but not on their neck or right hand. This all started yesterday. The patient also stated the wire is coming out of the battery under the skin. The patient stated that has been going on for a few weeks. No further complications were reported. No additional patient symptoms were reported.